Manufacturer narrative:
The recipient reportedly experienced an infection.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced recurrent discharge. The recipient's recurrent discharge is reported to not be device related. The recipient's device was explanted. The recipient will be reimplanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut at the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.